Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm with the incident lot was observed. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for fm was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® blood transfer device holder with female luer adapter had fm in the product. No serious injury or medical intervention reported.